Event description:
It is reported that the patient was revised in 2009 due to tibial loosening. Operatively, femur was well fixed and tibia was grossly loose. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: the returned devices were in vivo for approximately 4 years and 7 months. Two x-ray images were returned, but no additional information could be determined from them. The femoral component, articular surface, and tibial component were returned for evaluation. The femoral component shows little signs of damage and still has bone cement rigidly attached to it, supporting the product experience report statement that the femur was well fixed operatively. The articulator surface has indications of slight pitting on the condylar surfaces and micro motion on the distal surface. The articular surface also shows some cold flow into the five counter bores on the tibial baseplate. The tibial baseplate also has signs of micro motion on the proximal surface. There are also indications of wear on the distal surface that appear to be similar to micro motion. This would indicate that the baseplate was loose and was moving to at least some degree against the surface of the tibia or bone cement remaining on the tibia. It is also important to note that there appears to be no cement still attached to the tibia baseplate. Based on the available information a definitive root cause can not be ascertained at this time. Device history records indicate all components were manufactured and inspected to specification.